Manufacturer narrative:
Updated fields: h2 and h11 corrected data: the event was modified by the study investigator from not a serious adverse event (sae) to a serious adverse event (sae), sae classification - hospitalization.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 185 cm., body mass index (bmi) - 21.9 kg/m2.

Event description:
A patient in a study underwent a da vinci-assisted right upper pulmonary lobectomy surgical procedure. Four days after surgery, a chest x-ray showed a pneumothorax. The next day, no air leakage was observed from the pleural drainage. Therefore, there was no prolonged air leakage. For this reason, the complication indicated was a pneumothorax. One day later, a chest x-ray confirmed the pneumothorax. The patient was then discharged with the pleural drainage connected to the heimlich valve. Due to the lack of lung re-expansion, probably caused by the rigidity of the emphysematous lung and subjected to neoadjuvant chemoimmunotherapy, the drainage was maintained. Subsequently, the patient was readmitted for dyspnea the next day. During the hospitalization, the patient never lost air from the drain. A pneumological evaluation was performed, which ruled out pulmonary embolism after arterial blood gas analysis and chest CT angiography, and a cardiological evaluation found no cardiac abnormalities. After an x-ray showed a reduction in pneumothorax with clamped drainage, the pleural drainage was removed. Three days later the event was reported as resolved. Discharge occurred four days after readmission. The study investigator reported the event as mild severity, not a serious adverse event (sae), a clavien-dindo grade I, not related to the da vinci study device, possibly related to the study procedure, probably related to the patient's underlying disease status. The patient's prior health condition and/or medication of copd, emphysema, neoadjuvant chemo-immunotherapy may be relevant to this incident.